Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7101113/7101216.

Event description:
It was reported that the patient developed an infection at the ipg site with symptoms of drainage and a small ulceration which likely caused by localized rubbing in the area leading to a seroma. The ipg started to come through the skin and was exposed. It was noted that the ipg was tilting in the pocket site since implant. The patient was placed on antibiotics. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices was kept by the medical facility.

Event description:
It was reported that the patient developed an infection at the ipg site with symptoms of drainage and a small ulceration which likely caused by localized rubbing in the area leading to a seroma. The ipg started to come through the skin and was exposed. It was noted that the ipg was tilting in the pocket site since implant. The patient was placed on antibiotics. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices was kept by the medical facility. Additional information was received that the patient was having pain at the ipg site since the implantation and became exposed over time. The physician believed it was not infected and the cause of the symptoms were unknown.

Event description:
It was reported that the patient developed an infection at the ipg site with symptoms of drainage and a small ulceration which likely caused by localized rubbing in the area leading to a seroma. The ipg started to come through the skin and was exposed. It was noted that the ipg was tilting in the pocket site since implant. The patient was placed on antibiotics. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were kept by the medical facility. Additional information was received that the patient was having pain at the ipg site since the implantation and became exposed over time. The physician believed it was not infected and the cause of the symptoms were unknown. Additional information was received that patients issues were not device related.